Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced swelling and leakage around the abutment site. Subsequently, the patient was prescribed oral antibiotics on three separate occasions (dates not reported). The implanted device remains.